Event description:
It was reported that device diagnostics resulted in low impedance 600 ohms). The physician programmed the device off and will talk to the patient's parents about the possiblity of surgical revision to replace the lead. It was later reported that the patient began experiencing an increase in seizure with the device programmed off. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.